Manufacturer narrative:
The suspect hand-switch for the imaging system was returned to the manufacturer for evaluation. Testing found that the coiled cable was stretched and resulted in the imaging system being unable to perform 2d image acquisitions.

Manufacturer narrative:
The suspect gantry motion control box was returned to the manufacturer for evaluation. Testing found that the rotor would operate intermittently.

Manufacturer narrative:
The site reported that during a spinal fusion procedure the imaging system stops in the middle of the gantry open / close movement until the release button is pressed again (multiple times) in order to complete the intended positioning. The site also reported that the imaging system's 2d imaging does not always respond, whereas the left pedal always responds. Also, the imaging system entered into stand alone mode unexpectedly, both the imaging system and the mobile view station (mvs) had to be rebooted. There was no delay to the procedure. There was no impact on patient outcome. Upon onsite investigation, it was discovered that the gantry's motion control box, xray handswitch and the ethernet port engine might have caused the reported events. Replacement of the aforementioned parts resolved the issues. No further issues were reported. Parts were not returned to manufacturer for analysis following multiple attempts. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. His review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The site reported that during a spinal fusion procedure the imaging system stops in the middle of the gantry open / close movement until the release button is pressed again (multiple times) in order to complete the intended positioning. The site also reported that the imaging system's 2d imaging does not always respond, whereas the left pedal always responds. Also, the imaging system entered into stand alone mode unexpectedly, both the imaging system and the mobile view station (mvs) had to be rebooted. There was no delay to the procedure. There was no impact on patient outcome.